Event description:
It was reported that the right atrial (ra) lead had far field r-wave oversensing (ffrwos) episodes which were causing mode switch. The clinician indicated that when the atrial blanking periods were changed it was then showing atrial refractory and the modes switch was terminated. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).